Event description:
It is reported that a customer received a blank display screen on their insulin pump. The patient's blood glucose level was at 155 mg/dl. The customer was assisted with troubleshooting, but the insulin pump did not pass the battery test. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
The insulin pump was programmed and monitored for 2 days and no blank display or failed battery test alarms were noted. All operating currents were within specification. The insulin pump passed functional testing and self test. The insulin pump was received with minor scratched display window and cracked reservoir tube lip. No other damage was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.